Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that no insulin was seen exiting the infusion set tubing. During troubleshooting with tandem's technical support, the customer disconnected the luer lock connection and the customer did not see insulin exit the cartridge tubing. Reportedly, the customer changed the supplies and saw insulin exit the infusion set tubing. Blood glucose was 252 mg/dl.